Manufacturer narrative:
Section e3: occupation is patient's/consumer's wife. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient's wife alleged receiving error 3 messages. Error 3 occurs when the test strip expiration date has surpassed the date according to the meter¿s time / date setting. The user had incorrectly set the meter's date to the year of (B)(6). Therefore, the meter responded appropriately by triggering the error 3. However, this error was triggered due to a user error. Product labeling states: check whether the date setting is correct in the meter. If it is not, set the correct date. Product labeling also states: you may see the following error messages while using the coaguchek xs meter. If you see an error message, first try to correct the problem using the solution described below. If the problem persists, call the roche customer support center. In case of an emergency, please contact your doctor. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
On (B)(6) 2023 the reporter called to troubleshoot the coaguchek xs meter serial number (B)(6) as they were receiving an error 3 on the meter and had been unable to test. On the call, it was determined that the reporter had the incorrect year set in the meter. The meter's date was set to (B)(6) instead of (B)(6) and this was the reason they were receiving the error. The date on the meter was corrected on the call. The reporter mentioned that the patient had been hospitalized in (B)(6) 2023 for congestive heart failure. The patient's regular warfarin dose was allegedly 10 mg, 5 days a week and 12.5 mg the other 2 days. On (B)(6) 2023 the patient's cardiologist increased the warfarin dose to 15 mg per day. The reporter alleged that the patient had been unable to test on the meter due to the error 3 they had been receiving. It was alleged that on (B)(6) 2023 the patient had a venous sample with an inr of 8.0. He was instructed to follow up in the emergency department where his inr was reported as 10.5 inr. The patient was allegedly hospitalized on the same day for 3 days because of the high inr and received vitamin k treatment. The patient's therapeutic range was reported to be 2.0-3.0 inr and the interval of testing was every two weeks. This MDR is being submitted in an abundance of caution.